Event description:
It was reported that he wake button has stopped working. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (approx 200 mg/dl).

Manufacturer narrative:
The device has not been returned for eval. Should new relevant info become available a supplemental form will be completed.